Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. The receiver data log was downloaded for review and a hardware error was observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined. No injury or medical intervention was reported.